Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted (B)(6) 2003; dtba1d1 crt-d, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation noted that there was an alert for intermittent right ventricular (rv) lead undersensing. The clinician reported that the patient is now deceased as of that day.